Event description:
It was reported that during implant attempt, the helix spontaneously extended and became entangled in the endovascular tissue and then the helix could not be retracted. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst also commented that the lead was returned with the helix partly extended and the helix is bent, not allowing it to retract fully.